Event description:
It was reported that at generator change, the device was unable to defibrillate the patient. The device was not used and a new device was attempted. The second device was also unable to defibrillate the patient. That device remains in use. Then they programmed the superior vena coil off and defibrillation was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance s2d file (B)(4): shows during the defib episodes 1 and 2, with pathway b to ax, impedance= 0 ohms, on (B)(6) 2011 in the timeframe between 14:19:21 and 14:30:28. Daily hv-lead impedance trend data shows svc defib=64 ohms on (B)(6) 2011.